Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. It was noted that the catheter could not close completely from the basket configuration. Additionally, it was reported that there were difficulties to get the catheter inside the sheath on the end of the case. The catheter was replaced with another catheter, and the procedure was completed successfully with no patient complications. The device is not expected to be returned for analysis as it was disposed.